Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported during impella 5.5 support for 38-year-old male patient, there was bleeding at the groin site. The repo sheath angle was lowered, dressing was changed, and bleeding subsided. The patient experienced fever and there were concerns of septic shock source. Patient was on argatroban due to being heparin induced thrombocytopenia (hit) positive. Suctions alarms were present. Patient was given 1 unit of blood to resolve. Additionally, the patient required thrombectomy in the setting of acute ischemic stroke. Pump was ultimately explanted and a new impella 5.5 was placed. Patient is noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. B1 revised to only represent the adverse event as malfunction erroneously entered on the initial manufacturer device report number. B3 date of event revised as erroneously entered on the initial manufacturer device report number. B5 describe event or problem revised as previous information erroneously entered on the initial manufacturer device report number. D1 brand name was erroneously entered on the initial manufacturer device report number. D4 model number was erroneously entered on the initial manufacturer device report number. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 health effect clinical revised as erroneously entered on the initial manufacturer device report number. H6 health effect impact code revised as erroneously entered on the initial manufacturer device report number. H6 investigation conclusions revised from the initial submission in accordance with updated procedures. H10 additional manufacturer narrative revised from the initial submission in accordance with updated procedures.

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had hemolysis. The p level was reduced due to the hemolysis. The pump was explanted and replaced with the impella 5.5. It is unknown if the pump was explanted due to the hemolysis.